Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Additional information was received from the user facility on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a patient with increased intraocular pressure following a glaucoma filtration device implantation. The device was explanted and a trabeculectomy was performed. Additional information was received from the user facility reporting that the glaucoma filtration device was completely clogged and the scleral flap began to thin. The increased postoperative intraocular pressure was treated by suture lysis, removal of the compression suture, unknown eye drops and oral medications.